Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, anti-hbs list 7c18 has a similar product ausab, distributed in the us, list number 1l82.

Event description:
The customer reported a (B)(6) architect anti-hbs result on one patient. Results provided: (B)(6)/ repeat also (B)(6). Additional testing provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Ticket searches and performance testing could not be performed as the likely cause lot number is unknown. No customer returns were available for evaluation. A review of overall customer field data was performed to assess the performance of the architect anti-hbs assay and is within the established baselines confirming no systemic issues in the field. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.